Event description:
It was reported to philips that the system stopped receiving power, which can impact booting. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system stopped receiving power, which was impacting the booting sequence. The rse check with customer and confirmed that the system was in stand-by mode and then switched off automatically. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found that the system power off during standby mode due to mains fault received from ups. To resolve the issue, the fse checked and verified all mains and generator connections. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.